Manufacturer narrative:
An eval of the device cannot be performed as the hospital is running test on instrument and it was not returned to the manufacturer. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the scrub tech noticed an oily sticky substance on the instrument and it dripped down to the instrument tray and they questioned sterility. They decided to break down the sterile field and send out the instruments to be washed and cleaned again. When the instruments were washed and cleaned they noticed again the same oily substance on the instruments. This delayed surgery time. Hospital is holding on to the instruments and they are running some test on the instruments. Instruments won't be sent back until the hospital gives them back to the rep."